Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose level was 237 mg/dl, which was addressed with a correction bolus and by drinking water. The customer was unable to troubleshoot with tandem's technical support, and indicated a cartridge was reloaded and the customer was able to resume insulin delivery.